Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late, lymphadenopathy, granuloma, silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphadenopathy, granuloma, silicone migration, rupture.

Event description:
Healthcare professional reported right side "mammary bodies with periprosthetic heterogeneous fibroglandular tissue", "siliconoma in the lower outer quadrant of 14 x 10 mm¿, "minimal amount of periprosthetic liquid, predominantly right" and "right axillary lymph node with increased density in correlation with us (with silicone)¿, rupture. Device remains implanted.